Event description:
It was reported that the patient experienced complications. The target lesion was located in the left superficial femoral artery. A 2.1mm jetstream xc was selected for use. Two passes were made in blades down mode. The device was switched to blades up mode and after 1 minute, the patient began complaining of difficulty breathing and pain. Arrhythmia occurred. The patient became unresponsive and coded. Cardiopulmonary resuscitation (CPR) was initiated and emergency medical services (ems) were called. The patient regained consciousness after 1 minute of CPR and oxygen saturation improved to normal shortly after that. Ems arrived to transport patient to the emergency room for further evaluation. The issue is ongoing.